Event description:
During a stereotactic left breast biopsy procedure. The plastic tip of the microclip applicator broke off in the patient's left breast. This was immediately identified and an ultrasound of the patient's left breast confirmed the presence of a small plastic piece of the microclip applicator. The patient's pathology confirmed a need for a subsequent lumpectomy of the left breast and this was performed six days later. During the left breast lumpectomy the plastic foreign body was removed and sent to pathology for gross identification.